Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The impella device has not been returned for evaluation and review of the data logs did not identify the root cause of the purge cassette leak at the pressure transmitter. However, the probable cause of the purge leak was a pressure transmitter leak. The cause of the hemolysis was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. There was a liquid leak from the pressure transmitter part of the purge cassette, another cassette was utilized. Additionally, the patient experienced hemolysis, the resolution for this issue is unknown. It was reported that the patient survived normal explant.